Manufacturer narrative:
(B)(4). On (B)(6) 2013, the patient was retrained in aseptic technique at home. On (B)(6) 2013, the treatment completed with clear drain and no abdominal pain. On (B)(6) 2013, the patient's drain was cloudy again. The patient had a check up with the doctor. On (B)(6) 2013, the patient began treatment with amikacin (ip for 14 days).

Manufacturer narrative:
(B)(4). The patient was still with hazy drain and with abdominal pain. On (B)(6) 2013, treatment with amikacin completed. On (B)(6) 2013, a follow-up check will be done for a new antibiotic prescription.

Event description:
This is a report of peritonitis, manifested by cloudy drainage, in a patient during dianeal therapy for peritoneal dialysis (pd). It was reported that the patient experienced a break in aseptic technique. The patient was not hospitalized and no laboratory tests were performed. On an unreported date, the patient was treated with ciprofloxacin, 500 mg twice a day (route not reported) and vancomycin (dose, frequency and route not reported) for the peritonitis. The outcome for the event was not reported.

Manufacturer narrative:
(B)(4). The patient recovered from the event of peritonitis on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error/breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing manual peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The cause of peritonitis was reported as a break in aseptic technique due to the patient not wearing a mask. The patient had cloudy drain, on the eighth day of antibiotic treatment (ciprofloxacin 500mg bid) and a cell count was obtained.